Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 analysis: the product was returned to ethicon for evaluation. One winding former with a suture was received for analysis. Product code pdp333h. In addition, the needle was not returned for evaluation. Upon, investigation of the sample, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was detached from the needle since the insertion end of the suture did not meet the requirement. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that an animal underwent an unknown procedure in 2024 and suture was used. Prior to use, they opened the packet and when they pulled the needle out of the packet the whole needle came off. Another device was used to complete the surgery. Upon evaluation of the returned device, short insertion was observed. No adverse patient consequences were reported. No additional information requested at time.